Event description:
A journal article was reviewed that contained information regarding this device model. Twelve days after the implantation of a cardiac resynchronization therapy (crt) device, the patient's electrocardiogram (ECG) showed "abrupt" heart rate fallings that were below the lower pacing rate limit set with the device. There was no indication of any device program. Close monitoring of the patient ensued. The physician was able to obtain an "intracardiac" egm which showed t-wave oversensing. The device was reprogrammed and the patient's medications were adjusted. One month later, the patient complained of "multiple presyncopal episodes." Again t-wave oversensing was seen on the ECG. The device was reprogrammed once again and there was no t-wave oversensing observed after this adjustment. No patient complications have been reported as a result of this event. A journal article was reviewed that contained information regarding this device model. Twelve days after the implantation of a cardiac resynchronization therapy (crt) device, the patient's electrocardiogram (ECG) showed "abrupt" heart rate fallings that were below the lower pacing rate limit set with the device. There was no indication of any device program. Close monitoring of the patient ensued. The physician was able to obtain an "intracardiac" egm which showed t-wave oversensing. The device was reprogrammed and the patient's medications were adjusted. One month later, the patient complained of "multiple presyncopal episodes." Again t-wave oversensing was seen on the ECG. The device was reprogrammed once again and there was no t-wave oversensing observed after this adjustment. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: "abrupt heart rate fallings in a patient with biventricular pacing: latent risk for exacerbation of heart failure."pace pacing clin. Electrophysiol. March 1 2012;35(3):e55-e58.